Event description:
On (B)(6) 2022, the patient underwent endovascular treatment for a thoracic aortic aneurysm using a fenestrated non-gore stent graft (zenith), and a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) as a branch device in the left subclavian artery (lsa). The patient¿s pre-existing condition included hypertension and cerebral infarction. A gore® dryseal flex introducer sheath was advanced from the inguinal region to just distal of the lsa. The viabahn® device was inserted inside the lsa. Then the physician attempted to deploy the device; however, the deployment line got stuck when the initial 1 cm deployed (expansion). The device was able to be returned into the sheath, and was withdrawn successfully. Another viabahn® device of the same size was used. For the second viabahn® device, the physician advanced the sheath slightly further. The second device was successfully deployed in the lsa. No further problem was reported. The patient tolerated the procedure. The device will be returned to gore for further investigation. The reporting physician commented as follows: the same procedure had done many times previously and there had been no problems. The patient¿s anatomy was not difficult in this case either. Therefore, bowstring phenomenon was unlikely.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: type of investigation - added b01; investigation conclusions - updated to d15. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product return engineering evaluation: during evaluation of the returned gore® viabahn® endoprosthesis with heparin bioactive surface, the endoprosthesis was observed to be partially expanded. Deployment was not able to proceed either by pulling the deployment line from the hub, nor with traction at the endoprosthesis. A zipper fiber was observed to be looped around an exposed distal apex. After the fiber was un-looped from the distal apex, deployment was able to proceed successfully with traction at the endoprosthesis. While the looped zipper fiber was determined to be the cause of the initial deployment failure seen during evaluation of the returned gore® viabahn® endoprosthesis with heparin bioactive surface, it cannot be established as the root cause of the stuck deployment line and partial deployment that occurred at the time of the complaint. Neither timing nor method/mechanism for the distal apex exposure and the looping of the zipper fiber can be established. The damage is consistent with device interaction occurring during withdrawal of the partially expanded endoprosthesis through the sheath as reported, during manipulation post-procedure, or during shipping and handling of the device return. Therefore, the root cause of the stuck deployment line and partial deployment as reported could not be established.